Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es result was obtained from a patient sample processed using vitros troponin I es (tropi es) reagent on a vitros eci immunodiagnostic system. A conclusive assignable cause could not be determined. A vitros tropi es lot 3270 reagent issue is not a likely contributor to the event as quality control results prior to the higher than expected vitros tropi es result do not suggest an issue with reagent performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3270. However, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for samples with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An instrument issue is an unlikely contributor to the event as precision testing following an ortho field engineer¿s service actions demonstrated acceptable performance of the vitros eci immunodiagnostic system. However, because precision testing was not conducted around the time of the event, an instrument issue cannot be completely ruled out as a contributor to the event.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros eci immunodiagnostic system. Patient sample result of 0.144 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).